Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 14-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore, omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection, the device did not transmit the video signal, and no endoscopic image was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.